Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found disconnected tubing in the sweep flow reservoir that caused the leak and low backgrounds. The tubing was replaced to fix the leak and backgrounds. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that low rbc (red blood cell) and plt (platelet) backgrounds were generated on the coulter hmx analyzer. A contained clear leak of about 1 ml was reported in the analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.